Event description:
The user facility reported that the housing is fractured at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.

Manufacturer narrative:
Additional information: d4, gtin, a full UDI is not available as the lot number is unknown. A picture was provided at intake and it was visually observed, the housing's weld was fractured.